Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device had an undetermined malfunction. It was unknown if there was a delay in the procedure due to the event. It was reported that an unspecified spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI - (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom (jun 18, 2010) has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the motor power of the device was too low. It was further determined that the device failed pretest for check the power with test bench, check for excessive noise, and check for air leak. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.